Event description:
A caller reported damage to the pump housing and usb port/pins, which affected the ability to charge the pump, though the pump had not shut down due to this issue. There was no adverse impact to the customer's blood glucose level. As a corrective action, the customer was advised on using multiple daily injections as backup therapy and instructed on putting the pump into storage mode before returning it. Tandem technical support confirmed the shipping address and sent a replacement pump. The customer understood the instructions and agreed to return the problematic pump using the provided return box and pre-paid label within ten days.